Manufacturer narrative:
H3 and h6: the reported issue was investigated via remote support by a philips field service support technician (fsst). The customer requested assistance to determine the progress of events as recorded on the monitor, especially the actions performed by the nursing staff before and after the event. When the fsst called the customer back for further assistance, the customer stated that they had resolved the issue and the case could be closed. Despite several attempts to obtain additional details regarding the event, none were provided. Due to the lack of available information, the exact cause for the reported event could not be established. No subsequent calls were received from the customer regarding the reported device and issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of incident has been requested not available at time of report.

Event description:
The customer reported that there was no desaturation alarms at 60% spo2 saturation from the intellivue mp30 patient monitor. The device was in use monitoring a patient at the time of the reported event. In the absence of additional information at the time of the reporting decision, philips has considered that a serious injury occurred in this case. A desaturation event at 60% spo2 saturation is considered to represent a life threatening event requiring medical intervention to preclude permanent impairment. No further patient details, such as gender, age, height, and weight had been made available at the time of the reporting decision.